Event description:
Information was received that the cadd solis vip pump gave a system fault and a high alarm. It is unknown if the event occurred while in use with a patient.

Manufacturer narrative:
Information was received on 10/14/2020 indicating that there was no patient involvement in this event. No adverse effects were reported. Device evaluation completion date: 10/21/2020: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported problem was able to be duplicated. It was noted that error code was found in the event log history multiple times. Service will replace the printed wire assembly to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.